Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: thirty eight needles were received for investigation, they came in sealed packaging blisters. The packaging blister top web confirms the lot# reexo492. Visual inspection was performed. No defects or imperfections were observed. Each sample was connected to a syringe with saline solution, each of the samples expelled the solution with normal flow, no resistance was observed. Based on the investigation and with the sample analysis the defect reported by the customer could not be confirmed. DHR was reviewed and no deviations/issues were identified or associated with the reported event regarding product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. The lot met all release criteria. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle had difficult plunger movement. The following information was provided by the initial reporter: "plunger is resistant to."